Event description:
It was reported that the patients ipg was not holding a charge and required frequent charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the facility.